Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further information or investigation is possible.

Event description:
The patient reported that she had three orthovisc injections, the first one was on (B)(6) 2013 and then one injection on two consecutive weeks on the right knee. After each injection the patient experienced leg pain, mostly shooting up and down her leg. Patient contacted her doctor who advised icing and advil or tylenol to ease the discomfort. This did not work. The patient met with a neurologist, received a MRI. The patient does not have injection site pain. The patient stated that after the last injection, she had a baker's cyst removed from the back of the same knee she had the orthovisc injections in and her orthopedic surgeon prescribed hydrocodone for pain after the removal of the baker's cyst.